Event description:
The customer reported that she came in from shopping and her pdm alarmed, so she removed the batteries and put them back in. She tried to enter all of her settings again, however, she admitted that she was unsure of her setting and guessed at them. The next morning, her son found her unconscious with a blood glucose of 55 mg/dl and called for an ambulance who took her to the ER for treatment. She also stated that the insulin she was using expired on (B)(6) of 2013.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hypoglycemia and ER visit. Lot qualifications records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns " test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider". And it advises "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, sever hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."